Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - chronic low back pain/ spinal pain. A battery overdischarge was reported. It was reported that the patient had not been using his stimulator and had let the device die. The patient reported that the device had por cleared twice before meeting with the manufacturer's representative (rep) with the battery dead again. Contributing factors of device dead involves patient not keeping up with charging. No troubleshooting was done. 8840 could not perform telemetry. The patient did not bring any of his equipment. Patient wants his device replaced. No symptoms reported. No further complications were reported/anticipated. Additional information received on (B)(6) 2018 indicated that healthcare provider information was confirmed. The patient will have a replacement done and date not yet available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported they analyzed and tried to re-start the device but were unable to. No date for surgical intervention or replacement was set yet. No further complications reported/anticipated.